Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the reported issue contribute to any patient adverse consequences? No. Could you please confirm the lot number? 6-0 pro: lot: 10aaa8. 5-0 pro: lot: 108ghh. Is the issue present in all 36 reported products, or does it affect only some products within each box? Only some in some boxes. How many devices demonstrated the alleged deficiency? 5-0 pro: about 6/7 sutures have broken, which isn't the norm, hence the notification email of deficient product 6-0 pro: about 6/7 sutures have broken, which isn't the norm, hence the notification email of deficient product. Did the event occur during one or multiple patient procedures? Multiple patient procedures. What is the total number of procedures? 12-14. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. Previously we haven't had many/any suture breakage. If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Sutures broke during surgeries, we don't remember which patients, or exactly when. We just grabbed another, and tried again. We weren't aware that we have to create a complaint for each and every procedure. Could you please provide the lot number? 6-0 pro: lot: 10aaa8. 5-0 pro: lot: 108ghh.

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, it was reported by healthcare professional that the account has an issue with item 8695g. All three (3) boxes have the issue of sutures breaking midclosure. In each box there are twelve (12) sutures. No patient harm has been reported. Device availability is unknown. No adverse patient consequences were reported. Additional information was requested.